Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, air in line was not reproduced. Flow rate testing was performed, and the flow rate of the device was found to be within specification. A review of the event history log revealed air in line messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported air in line messages was verified. The reported condition "over infusion" was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump "finished early" and alarmed air in line during treatment in the emergency room. The programmed infusion was 20 meq/100ml over two hours at a rate of 50ml/hr. The bag was empty after running a little over an hour . The pump showed 61ml delivered and the remaining volume to be infused 39ml . There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.